Event description:
On 4/11/1998 the account reported an erratic phenytoin result of 3.1 mg/l which was run on the axsym analyzer. The result was questioned by the doctor and the sample was retested, giving 23.5 mg/l. A corrected result was issued. No report of injury. The account is currently using software version 3.0 and was advised to upgrade to the most recent version, 3.03.